Manufacturer narrative:
It was claimed that the ventilator failed o2 cell/sensor test and flow transducer test during pre-use check. On-site investigation was performed by our field service engineer. The claimed issues were not reproduced during troubleshooting however they were noticed in the device's logs before indicated date of event. According to information received in the service report, the device failed pressure transducer test during pre-use check and replacement of the nozzle units on air and o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. The defective parts were not returned for investigation, despite request. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. Based on information provided by technician preventive maintenance was not performed on the device last year. The reason for not replacing the pm kit according to the manufacturer¿s specification is unknown. The cause of the claimed issue in this customer product complaint has been determined. Our conclusion is that the failure was caused by the replaced parts, which resulted from not complying with the instructions in the service manual. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).